Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, shaft, and tip were microscopically and visually inspected. Inspection revealed kinks in the sheath located 4.8 cm and 10 cm from the tip, and the tip was damaged (flared/delaminated). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Due to the damage to the device, functional testing could not be carried out. The tip damage and sheath kink are consistent with use in a procedure.

Event description:
It was reported that a kink occurred and led to difficulty in recapturing the device. A watchman access system (was) double curve was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that release criteria was not met after deployment of the closure device for which the physician decide to perform a full recapture. During recapture, the was became kinked and the device could not be recaptured. At this time, an iced saline injection was used to successfully recapture the device. No injury to the patient occurred and the procedure was successfully completed with another of the same device.

Event description:
It was reported that a kink occurred and led to difficulty in recapturing the device. A watchman access system (was) double curve was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that release criteria was not met after deployment of the closure device for which the physician decide to perform a full recapture. During recapture, the was became kinked and the device could not be recaptured. At this time, an iced saline injection was used to successfully recapture the device. No injury to the patient occurred and the procedure was successfully completed with another of the same device.